Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. It was noted that there had been a gradual increase in the impedance measurements since implant. Boston scientific technical services (ts) discussed the issue and suggested measures to further evaluate the system. The patient is scheduled for follow up at a later date. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.